Manufacturer narrative:
The unit had a button error alarm due to a corroded lcd board. The unit had no moisture damage on the keypad or motor. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a broken reservoir tube lip.(B)(4)

Event description:
The customer called in to report a keypad anomaly and that the device was submerged in pool water. The customer's blood glucose level was 79 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.